Manufacturer narrative:
Gehc recommended to the hospital to clean and reassemble the ez change components. No patient information available at time of MDR filing. Date of device manufacture year is 2007. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that, during a case, higher than expected co2 readings were noted. There was no reported patient injury.